Manufacturer narrative:
As the reported complaint sample was disposed of by the user and not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of the fiber not firing could not be confirmed as no sample was returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. Based on the information provided, the most likely root cause for the tre-sheath melting and fracturing inside of the patient is due to a 65cm fiber being used with a 90cm tre-sheath. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends.

Event description:
As reported on (B)(6) 2015, a (B)(6), male patient presented for an endovenous laser procedure. During the procedure, the treating physician utilized a 90cm evlt nevertouch fiber to access the right leg. There was no report of complications or device malfunctions. The physician proceeded to access the patient's left leg, using the same 90cm tre-sheath, but used a 65cm fiber instead of a 90cm fiber. When the fiber was withdrawn, it was noted a portion of the tre-sheath had burned off inside of the patient. The fractured piece was successfully surgically removed. It was reported the patient suffered no permanent harm or injury due to the event. It was reported the disposable device is not available for return for evaluation as it was disposed of by the user.